Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history record (DHR) review was unable to be performed since no material, lot/batch number was provided. Retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown intima ii leaked at catheter junction as the nurse prepares to administer treatment to the patient on bed 25, the indwelling needle is vented for inspection and a leak is found in the middle of the puncture plastic catheter, which is immediately replaced with a new supply.